Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. E1 - initial reporter address, city, state are unknown. H3/h6: the device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A functional test was performed, and the reported issue was not confirmed. The cause of the reported issue was unknown. As a result, no further actions were taken. The service history review had no indication that the complaint was related to a service of the device within the review period. Additional contact detail: (B)(6).

Event description:
The event involved a plum duo infusion system where that the screen froze and pump stopped infusing. Patient involvement is unknown. No harm was reported. No further information available.